Event description:
A report rec'd from a covidien sales representative stated, during prior to use testing, the tracheal tube's cuff was found to have a hole.

Manufacturer narrative:
(B)(4). One tracheostomy tube was returned for investigation. A visual inspection was performed and found all the components were assembled properly. An inflation deflation test was performed and no malfunctions were found. The reported malfunction was not confirmed in the received sample. All manufacturing controls were reviewed and found effective to detect the reported malfunction. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).